Event description:
During right vats procedure the patient was burned in two places, about the size of a quarter and a dime, on the right lateral side due to a malfunction in the j-hook bovie tip that was used. Upon inspection of the j-hook, a hole was noted in the middle of the shaft causing the burns. FDA safety report ID # (B)(4).